Manufacturer narrative:
Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract a malfunctioning right ventricular (rv) implantable cardioverter defibrillator (ICD) lead. The lead was prepped using a spectranetics #2 lead locking device (lld). A spectranetics 16fr glidelight laser sheath was also utilized. During use, a change in hemodynamics was noted, and a pericardial effusion was confirmed with transesophageal echocardiogram (tee). The glidelight laser sheath was positioned at the superior vena cava (svc) right atrial (ra) junction when the hemodynamic change was noted. When hemodynamic changes were noted, rescue interventions were implemented including sternotomy. There was a 2-3 inch tear in the svc to left brachiocephalic vein. The patient did not survive the procedure.